Manufacturer narrative:
Hvad pump (B)(4) and controllers (B)(4) were returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump and the controllers. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation and sterility certificate confirmed that the associated pump met all requirements for release. Log file analysis revealed few low flow alarms prior to the reported event date as well as a decrease in power consumption and estimated flow starting on the reported event date. Analysis of the controllers revealed that the controllers met specifications; both controllers passed visual inspection and functional testing. Analysis of the pump revealed that the device met specifications; the device passed functional testing, dimensional verification and visual examination. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event additional system component being reported for this event: controller-(B)(4)-exp - 03/31/2016 - device MFR date-2015-03-27. Controller- (B)(4)-exp 04/30/2016 - device MFR date-2015-04-11. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was "implanted on (B)(6) 2015 after being transferred from outside hospital after CABG and due to difficulty weaning from cardiopulmonary bypass." Patient "arrived at new hospital on extracorporeal membrane oxygenator (ECMO). "Lvad was implanted and patient was placed on ECMO venous arterial (va) as well." Patient "returned to operating room (or) two days later to have ECMO changed to venovenous (vv)." "Patient has been placed on continuous veno-venous hemofiltration dialysis (cvvhd) for renal issues. It was also stated that the patient was "being treating for "head bleed" but severity has not been determined as of yet." It was further stated that it would "be determined if patient will be removed from lvad support." On "(B)(6) 2015, patient expired due to multi-organ failure." It was stated that the "autopsy was performed and results are pending." No additional information provided. Investigation is ongoing.